Event description:
The customer contacted baxter's service center regarding assistance ending therapy on the home choice (hc) during dwell. The home patient (hp) explained that his son removed the end of the patient line clamp during the dwell, and solution started squirting all over. The technical service representative (tsr) assisted the hp with ending therapy and removing the cassette. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was aware of the event and explained that there was no patient injury or medical intervention as a result. The nurse stated the hp was doing well on therapy.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and no root cause could be determined due to the sample not being returned. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.